Event description:
Device report from synthes reports an event in india as follows: it was reported that on an unknown date, a tfna surgery was done. The surgeon had a query regarding the locking mechanism of the set screw in the tfna. On the post-op x-ray, the surgeon saw that the position of the saw blade had been changed from their position at the time of surgery. At the time of surgery, he did the static lock in the tfna but still the blade was backed out from the nail. The surgeon also said that at the time of the surgery, the length of the saw blade was 102mm, and they took the 100mm because they thought that if he took the 95mm blade it might be too short, so he decided to insert the 100 mm blade. Also, he did not take the compression because they know if he take the compression the blade is out. So he stopped and did the static lock. He was concerned that if he did the static lock, that would mean there is no movement or sliding because of the locking mechanism of the tfna set screw, but still the blade was backed out. No further information is available. This report involves one tfna fenestrated helical blade 100mm - sterile. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D2b: additional device product codes: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter facility phone number: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.